Event description:
Upon flushing the zenith flex aaa endovascular graft bifurcated main body it was noticed that saline was leaking out of the valve. Once advanced into the pt, there was an excessive drip continually throughout the case despite the grey positioner being in place. The pt lost a significant amount of blood. No transfusion took place. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt and no add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Blood loss is listed in the instructions for use. Leaks are not listed in the instructions for use. Event is still under investigation.